Manufacturer narrative:
Concomitant medical products: cauterio wem electrosurgical generator. Cook acrobat 2 calibrated tip wire guide, 0.035, unknown reference part number. Occupation: non-healthcare professional. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A photo was provided to aid the investigation. A evaluation of the photo provided could not confirm the report. The photo provided showed the device in a pouch. Without a photo of the device in the endoscopic view, a determination of orientation could not be made. Without return of the complaint device, a complete evaluation could not be performed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all tri-tome pc triple lumen sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook tri-tome pc triple lumen sphincterotome. The patient underwent an ercp due to gallstones. The physician informed that when inserting the sphincterotome, it presented abnormal curvature [incorrect cutting wire orientation]. It was necessary to open a new sphincterotome to complete the procedure. The following information was received on 01-aug-2019: when exposed [advanced] the sphincterotome was angled to the opposite side that it should [incorrect cutting wire orientation]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.